Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence with multiple cartridges. Customer to reach out to a healthcare provider to obtain an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.